Event description:
The customer reported that the cine function was not operating properly. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. The system operates as intended.